Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed without any pt injury. The reporter stated the incident was due to a loading error.